Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 250 mcg/day) viaan implantable pump for intractable spasticity and multiple sclerosis. The rep stated that the patient was still sick when she was discharged from the hospital. Patient started feeling like she was having withdrawal symptoms and was feeling tight and agitated. Patient went to the emergency room (ER) on this report date and was still currently there. The rep checked the pump logs and there were no anomalies with the pump. The rep wanted to know if there had been a resolution of the csf backflow as reported in manufacturing report #3004209178-2017-20396 technical service specialist (tss) reviewed that it did not appear this information was provided. The rep stated that the nurse practitioner would consult with the managing hcp and determine if they needed to adjust the dose or not at this point since they had dropped patient from 500 mcg/day to 250 mcg/day since the new implant was put in. No further complications were anticipated/reported. A health care professional later reported on (B)(6) that a rep came out on (B)(6) to make a change on the patients pump, they were looking for another rep to come and make a dosing adjustment on (B)(6) a rep reported that she just met with the patient at the rehab center, the patient was at the rehab center because she was learning to walk again. The patient was started at the same dose and concentration as prior to replacement and wound up in the hospital because they were getting too much medicine (baclofen) from the pump, patient was in rehab and they had started the dose back at the beginning and were slowly titrating up, the rep changed the dose from 500 mcg/day to 550 mcg/day of the baclofen (2000 mcg/ml). Secondary drug was morphine (1 mg/ml, 0.2748 mg/day). Expected release date from rehab was (B)(6) but was noted that this may change depending on how well patient was doing. The patient was in the process of having the baclofen pump dose titrated up.

Manufacturer narrative:
Was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further added that the rep reported that the patient was brought to the intensive care unit (ICU) on the week prior and was unresponsive so the dose was decreased from 500 mcg/day to 250 mcg/day in ICU on (B)(6) 2017. Patient was discharged from the ICU, went home, and came to the emergency room (ER) on (B)(6). He patient reported the "medication was dumped in her system" on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that it was unclear what the exact symptoms of sickness the patient was experiencing as this occurred at a different facility. It was unclear what date the patient began experiencing withdrawal symptoms as the patient presented to an outside hospital. A back table prime and full system prime was performed during replacement. It was unclear what was the software card version and serial number of the 8870 software card and clinician programmer used with the clinician programmer to program the full system prime. The cause of the withdrawal symptoms and overdose was unclear. The patient was admitted to the outside facility, reported in the intensive care unit and then when stabilized went to a rehab facility. It was unclear whether they symptoms were resolved. No further complications were reported.